Event description:
It was reported that patient coded this morning. The patient had been relatively stable since implant on (B)(6) 2025. Log file contained data from (B)(6) 2025 at 8:32:03 - (B)(6) 2025 at 9:03:52 and contained mostly low speed advisory and low flow alarm flags. The recorded set speed was 3900 revolution per minute (rpms), the recorded low speed was 5300 rpms. During this history the recorded average flow values were 0 lpms. There were also some (f65) flow-estimation-is-invalid flags recorded. Flow-estimation-is-invalid events occurred when the lvad speed was less than 4000 rpms and average pi was greater than or equal to 9.0. Additional log files showed that on (B)(6) 2025 at 7:40:49, a reduction in the recorded average flow value was recorded at 2.0 lpms, a low flow alarm flag was recorded at this time. There were several speed setting adjustments made over the next 5 minutes however recorded flow values remained very low, 0.7 - 2.0 lpms. The system continued to maintain pump speed until a driveline disconnect event was recorded at (B)(6) 2025 at 7:50:32. A shutdown-sequence-started event was recorded at (B)(6) 2025 at 8:04:34. This was likely done at the time of the system controller exchange. The patient's backup system controller became their new primary system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D3 - manufacturer information - correction. D4 - expiration date and UDI - correction. G1 - manufacturing site lookup - correction. Manufacturer's investigation conclusion: the system controller, serial (B)(6), was evaluated following the reported event of a controller exchange due to low flow alarms. A review of the submitted controller event log file (e3261338) spanned approximately 7 days (20mar2025 ¿ 26mar2025 per time stamp). Sustained low flow alarms activated on 26mar2025 at 07:40:49 and resolution of the alarms is not captured in the log file. This alarm will be covered under the pump investigation. Shortly after the alarm activated, the fixed speed was changed several times to a value below the low-speed limit which resulted in low-speed advisories. The driveline was disconnected on (B)(6) 2025 at 07:50:32 for a controller exchange and the controller was powered off. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller was not returned for analysis. The provided information stated that the patient coded that morning. The patient had been relatively stable since implant on (B)(6) 2025. Additional information provided stated that the controller was exchanged to rule out any malfunction. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The reported event was not correlated to an issue with the returned system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 patient handbook (rev. D), section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the system controller was exchanged to rule out malfunction.